Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not returned for evaluation. The exact root cause cannot be confirmed. The likely root cause is the device was not place in full forward lock position or an obstruction to the anchor posting to the tip of the sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Event description:
The user facility reported that the anbgio-seal device did not deploy at all. Manual pressure was held and four hours of recovery for the patient because of this. Additional information (B)(6) 2021: it was reported that the click was heard when the angioseal was being deployed. A right lower extremity angio w/endovascular intervention was being performed using a 6 french, 11 cm sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The collagen plug never deployed/left the device. Estimated blood loss was less than 250cc's. There was no noticeable damage to the device. Patient was in stable condition.

Manufacturer narrative:
Patient identifier: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation practice administrator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.